Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation was performed, there was slight wear, however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 1276935. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1276935 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loss of integration : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A4: patient weight: unknown / not provided d4: additional device information: unknown / not provided h4: device manufacturer date: unknown / not provided g4: premarket identification: k011028/k013227. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported loss of integration and perforated sinus at tooth site 26. Implant was primary stable at the implantation. Patient has been rescheduled for new augmentation.